Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 30, 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately erratic and inaccurately low when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that on (B)(6) 2016 at 10:45am she obtained blood glucose readings of ¿214, 176 and 184 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient claimed that 15 minutes later at 11:00am she performed a control solution test on the subject meter. The patient reported obtaining control solution results of ¿112 and 114 mg/dl¿ which fell below the accepted range of ¿115.0 and 153.0 mg/dl¿ as printed on the test strip vial. The patient informed the csr that she manages her diabetes with a fixed dose of insulin and denied making any changes to her usual diabetes management regimen in response to the alleged inaccurate results. The patient claimed that within 15 minutes later she began ¿sweating¿. The patient denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csr noted that the correct control solution was being used and that the correct testing process was being followed. The csr walked the patient through a control solution test on the subject meter and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after obtaining the alleged inaccurate results.

Manufacturer narrative:
Follow-up # 2.the test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings:the test strips were found to have results below range when tested with control solution.the lay user/patients meter has also been returned and evaluated. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.